Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as vomiting and a lot of pain, on (B)(6) 2019 with blood glucose level was 531 mg/dl and treated with insulin drip and a few insulin bolus. Customer states insulin pump stopped work and it had no delivery alarm. Customer states they performed a 5.0 unit fixed prime and states the insulin exited. Customer states they also did self-test on the insulin pump to build confidence in the insulin pump and the insulin pump did pass the test. The devices will not be returned for analysis.